Event description:
It was reported that a symptomatic patient presented with shortness of breath during a follow-up. Lv lead exhibited loss of capture. The lead was explanted and replaced. The patient was stable.